Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that blood glucose was going low due to the type of insulin used and inquired which type of insulin was appropriate for insulin pump. Customer's blood glucose was 36 mg/dl. Customer received assistance. Customer declined troubleshooting due to knowing the reason for low blood glucose.